Manufacturer narrative:
Na

Event description:
Custimer reported receiving inaccurate erratic readings on their freestyle connect blood glucose monitor. In blood glucose tests, customer received readings of 419 mg/dl and 127 mg/dl within 10 minutes, and 411 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.